Event description:
A healthcare professional reported that the I/a handpiece occluded during surgery. The handpiece was not occluded during lens removal, but when the surgeon started to remove the viscoelastic, after the intraocular lens (iol) implant, the irrigation instrument was occluded. The nurse used a syringe to remove the I/a handpiece occlusion and the surgeon completed successfully the surgery. There was no impact on pt. The surgery was delayed about 2 mins. Add'l info has been requested, but not received to date.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).